Event description:
It was reported that during a cholecystectomy procedure, jamming occurred at the fourth firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips and then, it locked out as intended. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.